Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: red heart alarms- end of life.specific component(s) involved: other component malfunction, specify.additional text:other component: blood pump.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.